Manufacturer narrative:
G.4. K201075; k251654. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported tha the needle did not retract. Happened on 02/27/2026). Harm level-no harm. Did reach patient/person: notes from the reporting nurse- when placing piv, needle would not retract causing sharp to be exposed and addition piv placed.

Manufacturer narrative:
Investigation summary: the reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect. A complaint history check was performed, and this is the 14th related complaint reported with the defect/condition of needle retraction failure with lot 5252921 regarding item #382523. Device history review for final lot number 5252921 has been reviewed. No quality issues or process deviations were found. A review of the applicable risk documents indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation.

Event description:
No additional information.